Event description:
It was reported to philips that a remote alert was received indicating the image processing pc (ip-pc) had a memory problem, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Remote alert was received indicating the image processing pc (ip-pc) had a memory problem. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. Upon follow-up the customer confirmed that device is in good working order. The codes were updated based on investigation outcome.